Event description:
It was reported that this right atrial (ra) lead was explanted and replaced about one month post-implant, due to an infection. The physician believed venous oozing was caused after fixation of the suture sleeve, which led to the infection of the patient. No additional adverse patient effects were reported. The explanted lead was expected to be returned for laboratory analysis.

Manufacturer narrative:
Market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix was in the retracted position, with blood/body fluid in the helix housing, and a setscrew mark was noted in the correct position on the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.